Manufacturer narrative:
Sections d4, catalog number, and primary UDI number were updated. The event is consistent with a sample-specific discrepancy. The specificity of the elecsys hiv combi pt assay is <100%. For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination, and other findings. Product labeling states: "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The instrument used for the hiv combi test was not provided.

Event description:
We received an allegation of questionable positive results for 1 patient sample tested for elecsys hiv duo (hiv duo) on a cobas e 801 analytical unit. Of the data provided, the result for elecsys hiv combi pt (hiv combi) was also positive. This medwatch will cover hiv combi. Refer to medwatch with a1 patient identifier (B)(6) for information on the hiv duo results. The initial hiv duo result was 45.1 coi (positive). The sample was repeated with the hiv duo assay, and the hiv ag 01 result was 44.0 coi (positive), the hiv ag 02 result was 45.4 coi (positive) and the hiv ag 03 result was 44.9 coi (positive). On (B)(6) 2025, confirmation testing was performed using the same sample with the following results: the result from the vidas method was negative. The immunochromatographic testing (ict) and reverse transcription (rt) - polymerase chain reaction(pcr) method results were negative. The elecsys hiv combi assay result was positive.